Event description:
The subject device was used as the fourth coil (including other manufacturers' coils) in a procedure for a ruptured rt-icpc an causing sah. Although the coil advanced smoothly until it entered the coil mass, the release wire could not be pulled during the detachment maneuver, resulting in a failure to detach. Troubleshooting steps, including removing slack from the system, were attempted; however, detachment remained impossible.an attempt was made to retrieve the coil; however, it failed because the portion of the subject coil became trapped within the coil mass. Ultimately, the microcatheter hub was cut to attempt retrieval using a snare.the proximal end of the coil was successfully captured with the snare, and the coil was retrieved. However, approximately 1 cm of the distal tip of the coil had fractured and is presumed to remain retained within the coil mass.

Manufacturer narrative:
A manufacturing review was conducted and confirmed that the lot was manufactured, inspected, and released in compliance with all required specifications. No other incidents or complaints associated with this lot(wcs09980) have been identified.since the product was discarded at the hospital, no products, assistant device and image could be provided for evaluation, the root cause cannot be determined this time. There are several contributors that may cause detachment failure of the coil, including pusher kink thus stuck the pull wire inside, pull wire kink at the detachment area, blood clot stuck inside the hhs tube, distal tension in the system that stuck the pusher and the pull wire inside the pusher.